Manufacturer narrative:
The customer reported that the device had an intermittent shocking issue. The device was evaluated at philips, but the symptom could not be duplicated. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had an intermittent shocking issue.